Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 27 in the mouth, the implant did not achieve osseo- integration. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. (B)(4). Follow-up being sent in order to correct the name of the implant given in field brand name.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 27 in the mouth, the implant did not achieve osseo- integration. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 27 in the mouth, the implant did not achieve osseo- integration. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017205

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.